Manufacturer narrative:
Zimvie complaint number (B)(4) a2: age at time of the event: unknown / not provided a4: patient weight: unknown / not provided d10: concomitant medical product: ilpc343u, certain® low profile one-piece abutment 3.4mm(d) x 3mm(h), lot: 2120035746 zimvie received one (1) ilpc343u, (certain® low profile one-piece abutment 3.4mm(d) x 3mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use and its screw portion was observed fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120035746. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120035746 for similar events and one (1) other complaint was identified. Review completed utilizing keywords: ¿fracture screw¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect technique used during placement/seating, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the abutments fractured by the screw part and were removed. Abutments were placed on (B)(6) 2026 and removed on (B)(6) 2026. No impact on the patient reported. Tooth location # 25+26. Bone density type: IV